Manufacturer narrative:
(B)(4). At this time the device is not available for evaluation. The customer reported replacing the speaker alarm assembly and the ventilator working properly now. In the event the suspect device becomes available for evaluation and is returned to the manufacturer or additional information is received a follow-up report will be submitted. At this time, the device is not available for evaluation. (B)(4).

Event description:
The customer stated that while the unit was on a patient, and the nurse was changing the patient position she noticed an error was on the screen but the ventilator was silent. The patient was not harmed in this incident.